Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was admitted to the emergency room (ER) due to elevated blood glucose (bg) levels (569 mg/dl), and ketones. The cause for elevated bg levels is unknown. Customer declined to receive treatment while in the ER. Customer drank water while admitted in the ER and bg levels lowered to 350 mg/dl. Customer was released from the ER approximately 3 hours later.